Manufacturer narrative:
Investigation summary: in response to the event reported by the facility, a device history review was conducted for lot number 0295617. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: the complaint gauge is 24g,assembly at auto line 2 in nov. 2020,packaging at cfs packing machine in nov. 2020, lot quantity is 186k. Review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormality found for it. Review of the production records and machine troubleshooting records were performed for this lot number, no abnormality, deviation or rework activities were found. It is impossible to determine which part of the prn the black impurity was located on and what its components are. Checked the retained sample of this lot, and there are no abnormalities at the prn of the indwelling needle. No similar compliant was received from the complaint lot. As no defective samples were returned and no abnormality found on process, the root cause of the black impurity at the prn could not be determined. The plant will monitor for this sort of failure.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced foreign matter on the device cannula. The following information was provided by the initial reporter: on (B)(6) 2021, a mass of black impurity was found at the heparin cap of the indwelling needle during the infusion of the patient, and the indwelling needle was replaced.